Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. The technician checked ground to compressor using a multimeter and found the compressor to be shorted. An internal inspection found no problems. The assignable cause for device failed earth leakage was determined to be shorted compressor. Device will be sent to service, scrap compressor.

Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing for earth current leakage. Rite test failure, no patient involved.